Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded. The patient expired in (B)(6) 2021. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.